Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with blood glucose reportedly in the high 200s to 300s and peaking at 361 despite changing supplies and announcing a meal; the user expressed concerns about insulin resistance and desired more aggressive corrections. Symptoms included no acute clinical effects such as loss of consciousness or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no need for medical intervention or assistance. Investigation included a review of device alerts and technical assessment based on available information. Investigation of this case revealed no confirmed device malfunction and no contributory device performance issue identified from the information provided. It was concluded that the event was consistent with hyperglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.